Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) identified the dispense head was misaligned and touching the edge of the well causing the liquid not to be dispensed in the middle of the well. Fse adjusted dispensing head position to correct the problem. The instrument was tested without problem and was returned to expected operation.

Event description:
The microlab at+ 2 instrument did not pipette the correct amount of diluent and sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).